Event description:
It was reported that the patient experienced dizziness while working, and presented to the emergency room. The patient was discharged, and subsequently went in for a clinic visit. It was determined that the atrial lead exhibited undefined impedances, a loss of capture, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo, and the outer insulation of the lead developed a cosmetic depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).